Event description:
Letter received from an attorney reported the upper rubber mount on a joystick separated and allowed his client's thumb to slip under it causing the wheelchair to rapidly accelerate. The user's toe was injured as a result of this incident. The wheelchair involved has not been specified.